Event description:
The right ventricular (rv) lead was returned to the manufacturer post-mortem from a funeral home, analyzed, and tested out of specif ication. Additional information was obtained from the physician's office stating the patient had been seen in follow up 6 days prior to death. Device check at the appointment revealed there had been no events or arrhythmias; device function was normal. The patient was reported to be stable and doing well. Follow up was planned in 6 months with continued remote monitoring in between. The clinic was unaware that the patient was deceased. Cause of death was unknown. No additional information is available.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and the interior svc (superior vena cava) defibrillation cable developed a fracture due to flexing while in vivo. This device was included in a field action, but returned product testing found the device did not perform as described in the field action. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 407645 lead implanted: 2008-(B)(6). (B)(4).